Event description:
Reportedly initially as "infection/epidural abcess". Upon follow up with physician's office, it was stated that pt had many health problems that could have caused or contributed to the infection issue. Physician decideed to explant the system and placed pt on oral therapy. Pt did not require hospitalization for the infection, and was treated with antibiotics. There was no complaint of the device itself from the physician's office.

Manufacturer narrative:
4/6/1998: g9 - MFR report number has been corrected here and in header on page 1.